Event description:
The following information was received from a physician via hospital presentation. On an unknown dates, patients in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On unknown dates, an event of buried bumper, an event of peritonitis, and an event of intra-abdominal abscess with unknown antibiotic treatment were reported. No further information was provided or available. There were no patient demographics available.

Manufacturer narrative:
Reference record (B)(4). It is unknown if devices involved in the events were removed and discarded or is still in place; therefore, a return sample evaluation is unable to be performed. Catalog number is the similar us list number, the international list number is unknown. (B)(4). Buried bumper syndrome, peritonitis, and intra-abdominal abscess are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.